Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Complaint description: customer reports while they fill the 20ml bd syringe during procedures it creates a vacuum and is pulling back into the catheter. Account reports this has happened on several occasions. No patient injury reported. The account is stating that during aspiration the syringe would not hold fluid as if the catheter was against the vessel wall. Fluid aspirated would draw back into the patient. Unknown if they continued to use syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint description: customer reports while they fill the 20ml bd syringe during procedures it creates a vacuum and is pulling back into the catheter. Account reports this has happened on several occasions. No patient injury reported. The account is stating that during aspiration the syringe would not hold fluid as if the catheter was against the vessel wall. Fluid aspirated would draw back into the patient. Unknown if they continued to use syringe